Event description:
Fill volume: 230ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: IV. A pharmacy reported an incident in which the pump infusion finished approximately 4 to 6 hours earlier than expected. The infusion was expected to finish at 3pm on (B)(6) 2014, the homepump "looked empty, just the rod inside". It was reported that the pump was left connected until the nurse arrived at 3pm. No patient injury occurred. It was reported that the device is unavailable for return and analysis.

Manufacturer narrative:
Method: the device will not be returned for an analysis. The lot number was requested but not reported, therefore a review of the device history record (DHR) cannot be conducted. Results: as no device nor lot number was available for an evaluation no methods were performed and results cannot be obtained. Conclusions: the device was not returned to halyard for an evaluation, therefore we are unable to determine a cause for the reported event.